Event description:
It was reported the pt experienced no stimulation. The pt had replacement surgery. It was noted that the lead was ok. The extension appeared broken and was replaced. The ipg appeared possibly defective as it was noted to have never worked. It was replaced as the hcp could not confirm reliability based on or diagnostics. The original ipg was also replaced due to apparent battery depletion. The new system was reported to "work wonderfully".

Manufacturer narrative:
Final analysis determined all four conductors/wires were broken on the extension and appeared kinked at the transition from the extension body to the proximal end. All/multiple conductors/wires cut and stretched. The body insulation cut through, and the product was segmented. The outer insulation pinched. The distal and proximal ends were intact and undamaged. Testing of the programmable features and output ranges determined the ipg was functioning normally.